Manufacturer narrative:
Corrected data: upon further review, it was determined that a more appropriate device code would be cartridge tip crack/damaged, instead of dc-cartridge crack as indicated in the initial report submitted. Also dc-foreign material code is removed as this was also not an appropriate code. Moreover, in section h6: component codes: 4755 in the initial report submitted was incorrect and should be 4742 (FDA code). This field is updated below. This supplemental report submission is being submitted to correct the information. Section h6: component codes: 4742. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section e1: complaint reporter address line 1: (B)(6). Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck on the tip of the cartridge, making implantation difficult and there was a piece of the cartridge next to the lens. Follow-up noted that part of the cartridge body broke and went with the lens into the patient's eye. And this was removed from the eye by the doctor. Suspect intraocular lens remains implanted. No patient injury. No other information was provided.